Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device got welded during drilling due to excessive heat and broke off when removed. There is still some metal debris caught in it. There was no harm for patient, operator or third party reported. Update swit 28-nov-2023: the incident occurred during a shoulder prothesis surgery. The two parts (sleeve & wire) were both returned because the wire welded together during drilling due to excessive heat and broke off when removed. This caused metal abrasion, but nothing got into the patient or remained in the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with the same devices. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-9672-135l pin guide batch number: 2224183-02 was received for investigation. Upon visual inspection, it was noted that device's top hole where the pin goes through had discoloration around the outer side and the inside of the hole had abrasion marks. The most likely cause can be attributed to user error of the device due to prying/leveraging during use. Refer to investigation photos.